Manufacturer narrative:
Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the localizer stopped functionality during navigation. It was noted that the instruments and emitter were intermittently losing functionality. Amber leds were noted on the electromagnetic interface box. Without prompt from the user, the functionality was restored and the site was able to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. Following the procedure, initial troubleshooting was performed and the reported issue could not be replicated and the navigation system was used in subsequent procedures. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.